Event description:
It was reported the front and back casing on the device is cracked and damaged. The device was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that both bail covers were broken, the ring cover was broken and contaminated, the atrial output connector was damaged, the battery contacts were compressed, and the battery drawer was broken. (B)(4).